Manufacturer narrative:
UDI: (B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device could not be interrogated on (B)(6) 2016. The leds on the inductive programming head were off and no communication could be established between the programmer and the device. According to the patient, he had suffered an electric shock while touching a power plug. In addition, he has a mobile phone repeater inside of his house. The device was reportedly pacing properly. The physician decided to replace the device (date is unknown). Preliminary analysis confirmed that no communication could be established between the programmer and the device on (B)(6) 2016 but its root cause could not be identified based on the available data.

Manufacturer narrative:
(B)(4). It was reported that the subject device was explanted on (B)(6) 2016. It was returned for expertise.

Event description:
Reportedly, the device could not be interrogated on (B)(6) 2016. The leds on the inductive programming head were off and no communication could be established between the programmer and the device. According to the patient, he had suffered an electric shock while touching a power plug. In addition, he has a mobile phone repeater inside of his house. The device was reportedly pacing properly. The physician decided to replace the device (date is unknown). Preliminary analysis confirmed that no communication could be established between the programmer and the device on (B)(6) 2016 but its root cause could not be identified based on the available data.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the device could not be interrogated on (B)(6) 2016. The leds on the inductive programming head were off and no communication could be established between the programmer and the device. According to the patient, he had suffered an electric shock while touching a power plug. In addition, he has a mobile phone repeater inside of his house. The device was reportedly pacing properly. The physician decided to replace the device (date is unknown). Preliminary analysis confirmed that no communication could be established between the programmer and the device on (B)(6) 2016 but its root cause could not be identified based on the available data.